Event description:
Event description boston scientific received information that this right ventricular lead was surgically abandoned due to an impedance measurement greater than 2500 ohms. During the replacement procedure, it was noted that the lead appeared to be fractured at the suture sleeve site.